Event description:
The patient underwent a vascular prosthesis replacement in the left superficial artery. On another day, the patient underwent a percutaneous endovascular treatment of the right superficial artery via a left common femoral artery puncture that was proximal to the vascular prosthesis. A 6f angio-seal sts plus was selected for use following the procedure. Two days post procedure, the patient complained of pain in the leg where the angio-seal was deployed. An angiography of the lower extremity was performed via the right radial artery. The occluded area was dilated with a 6 mm diameter balloon catheter via a left femoral puncture and flow was restored. The patient is recovering.

Manufacturer narrative:
No product was returned. The product came from one of three possible lots: 3628099 (manufacture date 2/01/2012, expiration date 01/31/2013); 3631725 (manufacture date 3/01/2012, expiration date 2/28/2013); 3633873 (manufacture date 3/01/2012, expiration date 2/28/2013). Review of the device history record for all three lots confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.